Event description:
The lay user/patient contacted lifescan (lfs) customer service one day after event date, alleging that the onetouch ultralink meter was reading inaccurately and that the control solution test result was above the range. The medical surveillance specialist (mss) spoke with the patient the following month, to obtain/verify the following information: the patient claimed she felt that her meter was reading inaccurately high. Her target blood glucose is 80-120 mg/dl but she was getting meter readings in the "200's mg/dl," which was unusually high for her. She took her insulin based on the meter reading and reportedly developed low blood glucose symptoms (dizzy, shaky, and feeling hot) within 2 hours after taking her insulin. She treated herself with food and/or drink and her symptoms went away. No other forms of treatment were reported. The patient claimed she had a few more incidents similar to this as a result of obtaining higher than usual meter readings. She also reported meter results of "250, 233 and 112 mg/dl" between 6:45pm to 10:44pm on the event date. The patient felt that the readings above 200 mg/dl were inaccurate high. On the same day, at 9:49pm, she performed a control solution test and the result was above the control solution range on the test strip vial. The control solution test result was "135 mg/dl" and the range 92-123 mg/dl. This complaint is being reported because the patient allegedly developed hypoglycemia within 2 hours after basing her insulin dosage on her "high" meter readings. The patient administered self-treatment with food and/or drink. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.